Manufacturer narrative:
This event involved two products; therefore, two separate medwatch forms will be submitted. This report outlines the first device; the second device is filed under manufacturer report number 9611385-2017-00003.

Event description:
On (B)(6) 2017, a dentist reported that a (B)(6) female patient experienced breathing difficulty and swelling of the stomach following use of 3m espe imprint 4 super quick heavy and 3m espe imprint 4 super quick step light impression material. No other products were used. When the symptoms occurred, the patient took 2 puffs from her albuterol inhaler that she carries for her allergy to mint flavorings, and the patient's mother gave her 2 tablets of diphenhydramine hcl 25mg (benadryl). In addition, the dentist prescribed and administered an albuterol nebulizer treatment to the patient in the office. It was reported that the patient felt well enough to leave the office. Upon follow-up by 3m. The dentist reported that the patient was fine with no further symptoms.